Event description:
Caller reported an issue with a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support through a pump reset process, and after the reset, the error was resolved, allowing the customer to successfully start their sensor session.